Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total lap hysterectomy (tlh) procedure, when the surgeon would like to cut the ovarian ligament, the sticky tissue after sealing formed on the jaw. When the surgeon wanted to remove the jaw from the tissue, the electrode separated from the ceramic in the bottom jaw (still attached) and the "replace instrument" message was shown on the generator. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but still bonded to the lower jaw . Testing found a short on the device when the jaws are fully or partially closed, resulting in the ""reposition jaws and reactive"" message to display on the generator. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display.